Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a blockage alarm. The event occurred during patient use there was no signs or symptoms experienced.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint could be confirmed. The probable cause is due to an anomaly in components of the downstream occlusion(dso) sensor. The dso sensor has been replaced.